Event description:
It was reported that guide wire coating detachment occurred. A 182cm pt graphix¿ guidewire was selected. Prior to insertion, it was noted that the polymer jacket of the wire was stripped off. The device never entered the patient's body. The procedure was completed with another pt graphix guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit returned in a generic plastic bag. The unit has wire kinked and distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents distal tip bent and peeled exposing the corewire; moreover, the body is kinked at 56.5cm and at 63.4cm approximately from the proximal end. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating detachment occurred. A 182cm pt graphix¿ guidewire was selected. Prior to insertion, it was noted that the polymer jacket of the wire was stripped off. The device never entered the patient's body. The procedure was completed with another pt graphix guide wire. No patient complications were reported.

Manufacturer narrative:
(B)(4).